Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and a possible insulation breach were noted on the right atrial (ra) and right ventricular (rv) leads on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.